Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. Treatment and outcome for the event were not reported. Dianeal therapy was ongoing. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). On the same day as onset, the patient began treatment with biofazolin (2g, daily, intraperitoneally, for seven days) and amikacin (500mg, daily, intraperitoneally, for seven days) for peritonitis. Seven days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in 1999. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).